Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral chest on (B)(6) 2017 using a cooladvantage coolcurve+ contour applicator and on (B)(6) 2017 using a cooladvantage coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) of the bilateral chest on (B)(6) 2018, diagnosed on (B)(6)2018. Tissue described as demarcated with rubbery consistency and larger than pre-treatment. The patient also experienced late onset pain, which caused them to visit the ER. The ER physician's review revealed firm and tender mass to the breast tissue bilaterally as well as asymmetry with the remainder of the exam being unremarkable.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral chest on (B)(6) 2017 using a cooladvantage coolcurve+ contour applicator and on (B)(6) 2017 using a cooladvantage coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) of the bilateral chest on (B)(6) 2018, diagnosed on (B)(6) 2018. Tissue described as demarcated with rubbery consistency and larger than pre-treatment. The patient also experienced late onset pain, which caused them to visit the ER. The ER physician's review revealed firm and tender mass to the breast tissue bilaterally as well as asymmetry with the remainder of the exam being unremarkable.

Manufacturer narrative:
Corrected data d1 - brand name.